Event description:
This is an estimated date that I stopped using my philips respironics CPAP machine on a regular basis due to respiratory irritation that caused me to have trouble breathing using the machine. I have sought treatment from ent specialist to try and determine the cause of my reduced quality of breathing since starting my therapy to try to restart my therapy. Reading the symptoms associated with issues with the machine, I have suffered all these symptoms and they still persist even after discontinuing use. I have continual issues with my upper sinuses (which includes post nasal drip and congestion) frequent headaches and a feeling of tightness in my chest. I thought I had a developing health condition that was impacting my therapy but now believe after reading these reports that the therapy caused my condition. I began use of philips respironics dreamstation in (B)(6) 2019 and began experiencing problems with my respiratory system between (B)(6) 2019 and (B)(6) 2020. FDA safety report ID# (B)(4).